Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that her daughter had a skin infection (unsure of the name/diagnosis) where the pod was sitting that looked like a burn mark. It was noticed once the pod was taken off after wearing on the abdomen for between 36 and 48 hours. The patient was taken to the emergency room and treated with mupirocin antibiotic cream to use 3 times a day for 10 days. The mother also stated that her daughter's blood glucose had reached between 250-300mg/dl. Basal and ic ratios were both changed to increase insulin.